Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
The account alleges that the siderail will not function due to a broken weld.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer obtained the results of 280 mg/dl and 88 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that the customer always takes her byetta which is now 10 units, 1 hour prior to testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.